Event description:
Patient reported a neurological diagnosis, specifying "autism and adhd" for a child. No indication of treatment or surgical reoperation, device remains implanted. This record is for the right side. See MFR# 2024601-2015-00096 for the left side.

Manufacturer narrative:
"Other clinical data findings - this section summarizes post-implant observations from the (B)(4) studies pertaining to connective tissue/autoimmune (ctd) disease and breast disease (including breast carcinoma). These data should be interpreted with caution in that there was no comparison group of similar women without implants. Confirmed reports were based on a diagnosis by a physician. Data pertaining to effects on offspring and mammographic detection of tumors/lesions were not collected in these studies." "If you have a patient who has experienced one or more serious problems related to her breast implants, you are encouraged to report the serious problem(s) to the FDA through the medwatch voluntary reporting system. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage."